Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose 22.4 mg/dl, 7.9 mg/dl, 19.4 mg/dl. The customer treated with the manual injection. The customer had not wanted to continue troubleshooting and stated there was nothing wrong with the insulin pump and the infusion set had changed. The customer reported that they had performed displacement test and the test was passed. The reservoir will not be returned for analysis.